Event description:
The health authority received 38 reports of implanted intraocular lenses (iols) in 25 patients with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. These defects have created disabling glare effects. Thirteen of the patients are bilaterally implanted; twelve of the patients are unilaterally implanted. This patient is unilaterally implanted. No further information is expected. There are 38 reports associated with these events; this is the ninth report.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis: the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. No further information is expected. (B)(4).